Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is complete.

Event description:
It was reported that on (B)(6) 2020 while the patient was sitting in the backseat of a car, the system controller got very hot. The patient reported that the screen turned black, and the controller alarmed with a message to charge the controller. The alarm resolved and the patient has not had an issue since. Review of the log files found that the temperature of the controller had been above 40 degrees celsius on several occasions. The normal temperature range is 0 to 40 degrees celsius. The log files did not capture any other unusual events. The patient was asymptomatic.

Manufacturer narrative:
Manufacturer investigation conclusion: the reported events of the system controller becoming hotter than expected, and atypical power cable disconnect alarms, were confirmed via the provided log file. The log file contained data spanning 5 days ((B)(6) 2020 per time stamp). The pump maintained speeds above the low speed limit while connected to the driveline. Throughout the log file, the controller¿s temperature was observed to range from 36 ¿ 49 degrees celsius. On (B)(6) 2020 at 12:34, a few atypical power cable disconnect alarms became intermittently active (¿rsoc invalid¿ faults that were not associated with a power source exchange), and the controller¿s temperature was 48 degrees celsius at this time. No other notable events were observed throughout the log file. The system controller was not returned for analysis. Per additional information, the events had not reoccurred. The root causes of the reported events were unable to be conclusively determined through this analysis. The device history records for the system controller, serial number (B)(6), were reviewed and showed the device was manufactured in accordance with manufacturing and quality assurance specifications. The heartmate 3 patient handbook section 2 ¿how your pump works¿ cautions "do not place the system controller on bare skin for an extended time. The system controller surface temperature can become uncomfortably warm, especially when the room temperature is above 104°f (40°c)." The heartmate 3 patient handbook section 5 ¿alarms and troubleshooting¿ instruct users on how to resolve all alarms that sound from their controller, including power cable disconnect alarms. The heartmate 3 patient handbook section titled "emergency contact list" cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.